Manufacturer narrative:
The reported no communication was confirmed and was due to a low battery voltage. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that several attempts to interrogate the device were unsuccessful. No error messages were noted. In (B)(6) 2012, the patient had a syncopal episode, received a shock and went to the ER. The patient was kept in ICU for 2.5 weeks due to dehydration. He received a scan but did not know what kind. Since then, he has had several syncopal episodes, but had not felt any shocks. The device was explanted and replaced.